Event description:
It was reported that the core impaction drill heated up during a case and burned the patient's lip. The customer stated that it was a 1st degree burn 1/2 cm in length. The dentist rinsed with saline and applied ointment. Per the dentist, no scaring was anticipated and no follow-up visits were scheduled.

Event description:
It was reported that the core impaction drill heated up during a case and burned the patient's lip. The customer stated that it was a 1st degree burn 1/2 cm in length. The dentist rinsed with saline and applied ointment. Per the dentist no scaring was anticipated and no follow-up visits were scheduled.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
Upon evaluation at the manufacture the device was damaged in such a way that prevented root cause determination.